Event description:
It was reported that the patient experienced twiddler's syndrome which dislodged the lead. The lead exhibited capturing issues and impedance decreased. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.